Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, an episode of post-paced myopotential oversensing and an episode of far-p oversensing were observed. Program changes were made to prevent myopotential oversensing, but the far-p oversensing will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.